Event description:
It was reported that prior to a rectum procedure, the device was impossible to open outside the patient. Another like device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.